Manufacturer narrative:
(B)(4). A third-party service agent evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). The device would not power on, when the power button was pressed.

Manufacturer narrative:
Physio-control further evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to a short circuit on integrated circuit, designator u26, on the analog pcb assembly.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). The device would not power on, when the power button was pressed.